Event description:
The customer reported they have been getting error e040300045 which indicates disconnection between detector and system almost daily for as far back as the windows error logs go. Due to this event, patient had to be retaken the image to complete exam. It was resulting in additional radiation exposure.

Manufacturer narrative:
(B)(4). Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).